Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Physician reported implant rupture shown via MRI. Device remains implanted. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, b.5, d.6b, h.6.

Event description:
Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Photo analysis results: visual analysis of the photographs identified, rupture: observed, broken. But cannot perform an assessment of the broken, as no microscopic analysis can be performed. Device analysis performed through photographs, due to the impossibility to perform a further analysis. It is not possible to determine, the cause of the event.

Event description:
Physician reported, implant rupture. Diagnosed by ultrasound. Device has been explanted and replaced with a non-allergan device. This relates to the left side.